Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information from a physician regarding an evaluation done (B)(6). Boston scientific technical services reviewed the check and noted that there appeared to be low p-wave amplitude with intermittent atrial undersensing on this right atrial lead. Ra sensitivity was reprogrammed and the issue appeared to be resolved. Also, upon review of stored electrograms there was an episode of noise and oversensing seen. The physician stated that was due to electrocautery and there was not concern regarding a lead. No adverse patient effects were reported.